Event description:
Pt underwent a ultrasound guided cervical dilatation hysteroscopy and d&c polypectomy. A hank uterine dilator gauge 11/12 was used during the procedure. Five days following procedure, pt reported she removed 3 metal pieces from her vagina. Metal pieces formed a small ring. Gyn equipment examimed. A dilator size 11/12 was found to be without o ring piece.